Manufacturer narrative:
No 2426-0004 product was available for investigation. The customer did not provide the lot of the affected sample and they reported that the "pump was saying occlusion. A nurse attached a syringe to the port closest the patient. The syringe had normal saline in. When she has gone to push the syringe fluid has flicked into her eye. When I went along to the pump and opened the door the segment that sits inside the pump had a balloon of fluid in it." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience; the pumping segment had ballooned upstream, furthermore it was noted that the safety clamp was activated. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2426-0004 product.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set ballooned. The following information was provided by the initial reporter: pump was saying occlusion. A nurse attached a syringe to the port closest the patient. The syringe had normal saline in. When she has gone to push the syringe, fluid has flicked into her eye. When I went along to the pump and opened the door the segment that sits inside the pump had a balloon of fluid in it.